Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6), 2013. According to the complainant, on (B)(6), 2013, the patient experienced a lower urinary tract infection (uti). The event was assessed as moderate and probably related to the study device or procedure. The infection was treated with an unspecified medication and resolved on (B)(6), 2013. On (B)(6), 2014, the patient experienced another uti which was assessed as moderate and unlikely related to the study device or procedure. The infection was treated with sulfamethoxazole and resolved on (B)(6), 2014.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. The urinary tract infection (uti) that occurred on (B)(6), 2014 has an aware date of (B)(6), 2015. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. This event was also reported to the FDA in a (B)(4) status report. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.